Event description:
Customer stated the aligners cut their mouth during use. Contraindicated

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.